Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50 (mg/dl) range. Reportedly, the customer reported bg level was impacted due to using the pump and not eating due to loss of appetite. The customer also reported a broken wrist and is currently taking medication that caused a loss in the customer's appetite as well. The low bg level was addressed by consuming juice. The customer confirmed that a health care provider would be contacted to consult with regarding low bg levels. Additionally, it was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the customer stated that the pump was responsive to the customer's tap and the customer was successfully able to unlock the pump. The customer's bg level was not impacted due to the touch screen issue.